Event description:
It was reported that pump issued cartridge alarm 30, and initial notes incorrectly stated cartridge had difficulty moving along guide tracks, but later review confirmed caller did not report any problem with guide tracks. There was no adverse impact to the customer¿s blood glucose level. Customer technical support confirmed previous cartridge alarms on consecutive cartridges, handled duplicate email and paperwork updates including a revised loaner agreement with corrected shipping address and return date, transferred caller back to sales as needed, and pump was replaced under a different but related case.